Event description:
It was reported that three (3) solution administration sets had cuts on the tubing; two (2) sets had cuts near the chamber. This was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual devices were not available; however, photographs were provided for evaluation. A visual inspection of the photograph observed a cut in the tube. The location of the cut within the set was unable to be determined from the photograph. Additionally, a disconnection of the tubing at the location of the drip chamber was observed in the photograph. The reported condition was verified. The cause of the conditions could not be determined. Should additional relevant information become available, a supplemental report will be submitted.